Event description:
It was reported that the pulse generator was explanted due to capture anomaly. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.